Event description:
The customer was hospitalized with high bgs. It was stated that the doctor thought the device was not performing properly and a replacement pump was requested. Troubleshooting was performed. Device passed the test. However, it was found that the reservoir was not seated properly. Customer was on insulin drip and when reconnected to the pump, the bgs again rose.